Manufacturer narrative:
This report is submitted on june 01, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced pain and a magnet dislodgement during an MRI (tesla strength unknown) performed on (B)(6) 2018. Surgery to replace the magnet was completed on (B)(6) 2018. The implanted device remains.